Event description:
The lead was implanted on (B)(6) 2000 and capped on (B)(6) 2012 due to repair/upgrade. The procedure took place at northeast baptist hospital. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).